Event description:
A dne reported that the pt was unresponsive. The suspect device was then used to check the pt's blood glucose and a result of 104mg/dl was obtained. A stat lab was run and the result came back as 7mg/dl. The pt was given a dextrose 50 IV push. Glucose control solutions were reported as being within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.